Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient's pump would not engage mini apical cuff. The surgeon and clinical specialist that the purple locking mechanism would completely lock into place without being secured to an apical cuff and that the prongs of the locking mechanism that slide against the inflow cannula were not sliding symmetrically (with one of them not coming into contact with side of the inflow cannula at all). The locking mechanism did not function as intended and should not be locked while connected to an apical cuff when sliding in and out. The pump was determined to be not functioning as intended and unsafe. The pump was explanted and a new hm3 pump was implanted into the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the cuff lock arms being asymmetrical was confirmed during the evaluation of (B)(4). The pump was returned assembled with the cuff lock seated in the default position. The mini apical cuff was present around the inflow cannula. The cuff lock was fully unlocked so the mini apical cuff could be removed and examined. Examination of the mini apical cuff revealed no atypical damage to its hardware or silicone anti-rotation features. Visual inspection of the cuff lock found that both of the locking arms appeared bent in the same direction. One of the locking arms was biased outside of the lockout position, while the other locking arm was biased inwards towards the inflow cannula. The cuff lock moved freely upon manipulation. The cuff lock could be forced into the locked position with no apical cuff in place, which is against its intended design. The o-ring that seals the interface between the inflow cannula and the apical cuff was present and appeared free of damage or defect. An overlay of the cuff lock with its drawing confirmed that both locking arms were bent out of specification. Review of manufacturing documentation, which includes measurements, functional testing, and visual inspection of the cuff lock for bent arms found no deviations in manufacturing or quality assurance specifications. Due to the damage to the cuff lock, the pump was unable to be reassembled with an apical cuff in place (neither the returned mini apical cuff, nor a test standard apical cuff could be engaged). The locking arm that was bent inwards towards the inflow cannula was interfering with the hardware of the apical cuff. The evaluation was unable to determine when or how the cuff lock arm became bent out of specification; however, applying a high load to the cuff lock during connection has the potential to cause a permanent deformation of the locking arms. The remainder of the device appeared unremarkable. Examination of the blood-contacting surfaces found no depositions or defects. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22dec2019. No further information was provided. The manufacturer is closing the file on this event.